Manufacturer narrative:
No testing has been performed as the resolution was confirmed on-site. No parts were replaced or returned to the manufacturer for evaluation. Resolution confirmed on call.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the initial 3d standard spin image was slightly grainy. The second standard spin was even more grainy. The first 2 spins were standard spins and the site had to move the frame which is why 2 spins were performed. The third hd spin with the imaging system captured an image that was dark and very grainy, but was the check spin after the screws were placed. The surgeon was able to use the spins for the surgery. There were no unused spins captured. There was no delay to the procedure as a result of this issue and no impact on the patient outcome. It was reported that gain calibrations resolved the image quality issues.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.